Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is water immersion in the main unit's image capture, corrosion on the internal board of the camera cable, and loosening of the scope mount. Based on the results of the investigation, it is likely the following led to the malfunction: the internal charged-coupled device may have failed due to water immersion in the main body imaging and corrosion on the internal substrate of the camera cable. Therefore, it is likely that normal communication was not possible, resulting in the pitch-black images. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the water immersion, corrosion, or loose scope mount. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image became black. The reported malfunction occurred at an unspecified time. It is unknown if there was any patient involvement. Additional information has been requested but has not been provided. There were no reports of patient injury or medical intervention associated with this event.